Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons are reportedly unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.